Event description:
(B)(6) registry it was reported that unstable angina occurred. In (B)(6) 2019, the subject was referred for cardiac craterization and the index procedure was performed on the same day. The target lesion #1 was located in distal right coronary artery (rca) with 99% stenosis and was 24 mm long, with a reference vessel diameter of 2.50 mm. The target lesion #1 was treated with pre-dilatation and placement of 2.50 mm x 28 mm promus premier stent system. Following this intervention, post dilation was performed with 0% of residual stenosis. Seven days later, the subject was discharged on aspirin and ticagrelor. In (B)(6) 2021, the subject was diagnosed with unstable angina and was hospitalized on same day for further evaluation and treatment. Medication was given to treat the event. Seven days later, the event was considered recovered and resolved and the subject was discharged on aspirin and ticagrelor.